Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: no anomalies found.

Event description:
It was reported that the device was explanted due to inadequate therapy/ineffective defibrillation. The device is on the advisory list for this model. No patient complications were reported as a result of this event. Further information was received that indicates that the rv lead was capped as a result of this event as well.